Event description:
The distal tip of the dj4011x cannula is bending/crimping when obtaining core bone marrow samples and they are unable to push the marrow sample out of the cannula. This has been an ongoing problem the past 12 weeks and they feel there has been a change in the product since they never had this problem in the past. The probe will not fit into the distal tip of the needle cannula due to this crimping/bending of the distal tip.